Event description:
A cs29 was used for the anastomosis. Dr closed down to the firing range. When he fired the product it did not have a full firing cycle; got a firing sequence incomplete message. After removal of the cs29, saw that the staples did not form. Used other devices to finish the case.